Event description:
Gambro received a report on january 21, 2008 concerning an incident of hemolysis that occurred during the second shift in 2008. Pt experienced acute abdominal pain. Laboratory tests confirmed a ldh increase (over 600) and drop in hemoglobin from 12.5 to 10.0. Blood samples confirmed hemolysis occurred. The pt is still hospitalized, but no due to the hemolysis incident. No other pt's history provided.

Manufacturer narrative:
Neither blood flow nor blood pressure alarm occurred during the treatment. No kinks were observed in the blood tubing set before treatment. The facility's technician inspected the machine and found it was working within manufacturer's specifications. He determined that the conductivities regulation, the temp regulation and the efficiency of the rinse mode were within manufacturer's specifications. According to hospital procedure, heat citric disinfection is performed on monday, wednesday and friday and bleach disinfection on tuesday, thursday and saturday. The policy of the centre was to perform a descaling procedure between the dialysis sessions. As the involved samples were thrown away, it was not possible to investigate the dialyzer and the blood tubing set. Further info revealed that the dialyzer was not a reuse one. With current retrieved info we can neither confirm nor rule out that a hemolysis event occurred. No laboratory tests confirming hemolysis have been presented. Furthermore, based on the results of the technical investigation performed there is no evidence that gambro products caused or contributed to the reported problem.